Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s screen bezel separated, the display appeared split in half, and internal wires were visible, consistent with a device display component issue and a bonding failure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the display, aligning with a failure of the bond and implicating the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.